Event description:
On 09/13/1999, the facility's nurse informed the distributor's sales rep of the following: pinholes in the catheter after five (5+) plus weeks of usage. The customer/user would like to know if any explantation could be found. No further details were provided.